Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 6-2 was not opening due to binding/rubbing in drawer 7, caused by the left side cabinet rail breaking off and thus not supporting the drawer at the back right side. A field service engineer replaced the broken drawer rail in the cabinet to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.